Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the balloon of a half day infusor. This was noted after filling with deferoxamine. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from july 23, 2014 to july 25, 2014. Evaluation summary: the evaluation of the returned device is complete. A visual inspection identified a white particle, approximately 0.65 mm in length, floating in the fluid of the reservoir. A fourier transform infrared spectroscopy scan determined that the particle was polyester material. The reported condition was verified. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.